Manufacturer narrative:
This report is filed on august 19, 2015.

Event description:
Per the clinic, the patient experienced a performance decrement with pain at the implant site due to displacement of the receiver/stimulator unit. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.